Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated

Manufacturer narrative:
The device was returned with the complaint for review. Visual inspection of the returned product showed that the dovetail feature of the articular surface is flared out; indicative of the articular surface being removed from the tibial tray. Scuff marks and scratches indicative of use can be seen around the outer edges and on the distal surface of the implant. Dimensional analysis of the returned device showed recorded dimensions to be within print specification. The dimensions of the dovetail could not be verified because of the flared condition of the feature when the part was received for review. The device history records were reviewed for deviations and/or anomalies with no deviations/anomalies identified. The device is used for treatment. A complaint history review was performed for part # 00-5964-040-12. The search identified no (0) additional complaints for the same lot (63017536) and the same or similar issue. The compatibility of each component was reviewed and the articular surface was found to be compatible with both the tibial plate (part # 00-5980-047-01) and the femoral component (part # 00-5764-015-52) utilized during the surgery. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the articular surface could not be fixated on the tibial plate.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.